Event description:
It was reported that the left ventricular lead had dislodged. An x-ray showed that the lead had retracted and curled into the pocket around the device. The lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.